Manufacturer narrative:
Results: bd received 5 samples from the customer facility for investigation. All returned syringes were examined and one sample exhibited a piece of translucent material on the cannula shaft. This material, given its appearance, was determined to be plastic. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen inside a bd ultra-fine¿ insulin syringe before use. There was no report of injury or medical interventions.